Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia) in an adult female patient who had essure (ess205) (batch no: 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hair loss (not recovered prior to essure) and depression (not recovered prior to essure). Concurrent conditions included menometrorrhagia, uterine bleeding and vaginal discharge. Concomitant products included amitriptyline hydrochloride (elavil), escitalopram oxalate (lexapro), fluoxetine and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), depression ("depression"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, headache, weight increased, vaginal haemorrhage, migraine, depression, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for bleeding menorrhagia (heavy menstrual bleeding),other injuries/symptoms: fatigue, hair loss, headaches, weight gain. Right tube: 1 of coil. Left tube: 2 of coil. Discrepancy noted in insertion date: on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram: in 2007: total bilateral occlusion; on (B)(6) 2008: bilaterally essure placements with complete. Fallopian tube occlusion. Imaging procedure: on (B)(6) 2007: test(s) (essure confirmation unspecified) bilateral occlusion. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet and medical records received : lot number added. Reporter information, patient details updated. Events added- vaginal haemorrhage, migraine, depression, vulvovaginal pain, arthralgia. Concomitant products added. Medical history and concomitant conditions added. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 626157) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hair loss (not recovered prior to essure) and depression (not recovered prior to essure). Concurrent conditions included menometrorrhagia, uterine bleeding and vaginal discharge. Concomitant products included amitriptyline hydrochloride (elavil), escitalopram oxalate (lexapro), fluoxetine and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), depression ("depression"), vulvovaginal pain ("vaginal pain") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, headache, weight increased, vaginal haemorrhage, migraine, depression, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for bleeding menorrhagia (heavy menstrual bleeding),other injuries/symptoms: fatigue, hair loss, headaches, weight gain. Right tube: 1 of coil left tube: 2 of coil discrepancy noted in insertion date- (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion; on (B)(6) 2008: bilaterally essure placements with complete fallopian tube occlusion. Imaging procedure - on (B)(6) 2007: test(s) (essure confirmation unspecified) bilateral occlusion. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records : abdominal pain, pelvic pain. Lot number: 626157 manufacturing date: 2007- 10 expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, fatigue, alopecia, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for bleeding menorrhagia (heavy menstrual bleeding),other injuries/symptoms: fatigue, hair loss, headaches, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: test(s) (essure confirmation unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event .new events added: pelvic pain, dysmenorrhea (cramping), abdominal pain, menorrhagia (heavy menstrual, bleeding), fatigue, hair loss, headaches, weight gain. Reporter information were updated. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.